Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient fell off the couch and landed on her device one week prior to the report. The reporter stated that since then, the stimulation was in the wrong location and was not only stimulating the patient¿s private areas, but she also lost control of her bladder a few times. It was reported that the patient had contacted her doctor and an appointment was scheduled for the day following the report. Nine days later, it was reported that the patient was seen on (B)(6) 2013 and impedances were within the normal range. It was noted that stimulation was reprogrammed and the patient was getting effective therapy. It was noted that no other diagnostics were done.

Event description:
Additional information reported that the patient would not turn stimulation off because she would get "severe pain" if she did. If additional information related to the event is received, a supplemental will be filed.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).